Event description:
Description: clear care contact lens solution I grabbed this bottle by mistake instead of my saline solution. After rinsing the lens with clear care I popped the lens in my eye. I literally thought I would pass out the pain was so intense. I was able to get the contact out and looked to see what first aide information was listed on the bottle. There was very limited information except for flushing the eye. Nothing about the potential for a chemical burn or worse or keeping the eye lubricated. This is a very dangerous product with the potential to cause serious harm. There should be a larger warning on both the container and package, and more information on first aid in the event that the product is used incorrectly and injury occurs. Medication administered to or used by the patient: yes. When and how was error discovered: when I thought someone had stabbed my eye with a burning razor blade. Patient counseling provided: unknown. Reporter's recommendations: large warning sign on the label and package. I also think this product should not be in a white bottle like typical contact lens solution which is harmless to eyes but in a red bottle to indicate danger. (B)(4).